Event description:
It was reported during surgery the amplifier overheats. This was during a 4 hour scoliosis surgery. There was no report of patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not yet been returned for evaluation. Method - no testing methods performed.

Manufacturer narrative:
Received (B)(4) for evaluation by the engineering group. The condition of the device showed no significant physical damages. The (B)(4) was connected to the eclc and it functioned normally. The housing was disassembled and the internals were visually inspected where no heat damage was noted. However, one of the screws that secure the chain to the housing was loose and dislodged inside the housing. The unit was reassembled and powered up for 18 hours. The housing slowly heated up and never reached 130 degrees f even after 18 hours. We were not able to confirm the reported complaint of overheating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.